Event description:
Additional information was received that the patient was brought to the hospital where ventricular fibrillation (vf) was induced and successfully converted in the single coil configuration. The physician will continue to monitor the patient in the coil to can configuration. There were no adverse patient effects reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Troubleshooting performed in the clinic found this was reproducible when the patient's cell phone was near the device. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.